Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm was disabled by mistake. The customer wanted to know how to get the usm arm working again. Tse viewed system logs and noticed multiple errors for usm arm 2 and then the user disabled usm arm 2. Tse informed the customer that they would need to power cycle the system to get the arm working again; however, the customer stated that the surgeon was working an issue right now and will let them know. The customer called back to report that the system was undocked after error 26002 occurred. The customer was unable to restart the system by pressing the power buttons. Tse walked the customer through a hard power cycle on all cart; however, the system powered back on with error 319 on usm arm 2 pointing to a faulty acc board in usm arm 2. The customer disabled usm arm 2. The procedure was completing with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system was powered on in the morning before cases started and reported no issues. The system did initially power on without errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, the rolling loop was found wavy that related to the reported event. The usm (universal surgical manipulator) was installed onto a golden system where the error 319 was triggered, replicating the reported event. The usm was then installed onto a pftp (psc fixture test platform) where the fiber test failed on rolling loop. Once testing was complete the rolling loop fiber was aba tested and was verified to be the source of the fault. The probable root cause was attributed to the component defect of the wavy rolling loop fiber.